Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: one participant nonverbally agreed with other participants regarding poor vacuum in test tubes. At the end of the focus group session, additional information was requested and this participant provided their hospital name.